Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). Being populated to serious injury. Based on a phone conversation (B)(6) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Event description:
Sales rep. Called and informed that: "the surgeon informed the sales rep. That after an x-ray it was verified that the patient's ventriculars were enlarging rapidly and the surgeon decided to explant the certas valve. Valve was sent for pathology and it revealed an infection. The pathology report is not available. Valve was not replaced. Surgeon decided to use other means to continue to drain the patient. Surgeon believes that nothing is wrong with the certas valve, but would like to have it checked". In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). Based on a phone conversation (B)(6) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. A review of the device history and sterilization records could not be reviewed as the lot or serial number has not been made available. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Sales rep reported an x-ray confirmed enlarged ventricles, which resulted in an ex-plant. When the valve was sent to pathology, an infection was confirmed. The device was not replaced as the surgeon used other means for drainage. Surgeon believed the device was functioning correctly.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.